Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the balloon of the device did not inflate and it only expands to one side. There is no patient involved in this event. The device is expected to be returned for evaluation.

Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the obturator, trocar balloon, lock collar, valve seal and doors. The inflation bulb was received. Pmv performed functional testing: the trocar balloon was inflated; no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.